Event description:
In the process of connecting a flush to the microbore syringe pump tubing, it was noticed that there was a crack in the side of the distal hub. This crack leaked to a point that it squirted when attempting to flush.